Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they called ambulance and were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020 for 4 days. The customer¿s blood glucose level was unknown at time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting and confusion. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump was broken and stopped working. The glucometer could not read blood glucose levels. The insulin pump had motor error alarm in the past. Customer was able to successfully clear the alarm. Customer was able to complete rewind the insulin pump. The device will not be returned for analysis.